Manufacturer narrative:
Problem code 2981 captures the reportable issue of catheter tip bent. Investigation results: visual examination of the complaint device revealed the device did not show any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. It was observed that the tip of the catheter was not bent; however, some kinks were found in its body. There were no more damages were found in the device. Dimensional examination was performed and the outer diameter (od) of the catheter was measured three different sections; proximal, middle and distal, and they were within specification. This failure is likely due to factors or conditions during unpacking or even during preparation such as the manner in which the device was handled and manipulated. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during preparation, it was noted that the catheter tip was found to be bent. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp)procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the catheter tip was found to be bent. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.